Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 12.5 mmol/l and sensor glucose was 6.4 mmol/l at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.